Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion was located in an unspecified artery. A 2.25x24mm promus element stent dislodged inside the patient. The stent was successfully retrieved. No complications were reported. Additional information was requested, but is not available. This complaint is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).